Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft thrombosis could not be confirmed through this evaluation as the heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The submitted log file contained data from 09apr2019 to 26apr2019. The pump was set to a fixed speed of 9000 rpm and operated above the low speed limit of 8400 rpm for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the instructions for use outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 1 months 2 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with heart failure exacerbation on (B)(6) 2019. A CT angio of the chest revealed interval increased eccentric mural intraluminal thrombus in the proximal outflow tract. Patient is now having approximately 65 percent diameter stenosis. Patient previously had outflow graft stenting of left ventricular assist device outflow conduit with the placement of a 10 mm x 39 mm palmaz stent in the distal conduit and a 36 mm x 10 mm genesis stent in the proximal conduit. Following stent placement on (B)(6) 2018 the CT chest angio showed: interval stenting of the previously noted lvad outflow conduit stenosis with residual 50% area stenosis corresponding to relative 30% diameter stenosis. There was associated proximal/inferior migration of the intraluminal low-density material towards the metallic outflow tract of the lvad. Patient had been sub-therapeutic for two weeks on lovenox. A ramp echocardiogram was performed on (B)(6) 2019 to assess the obstruction. This demonstrated no evidence of obstruction. Asa 81 mg po daily restarted. Patient discharged home on (B)(6) 2019. No additional information was reported.